Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported there was an intermittent display issue responding to a drowning patient. When powering the device on, the display remained blank except for a narrow multi-colored bar. The device was in use on a patient. We are considering this to be a serious injury because the patient was reported to be ¿drowning¿ and the device was unusable. We have requested additional information and we are awaiting the response. It is currently not known whether the device was to be used for monitoring or therapy or both.

Event description:
The customer reported there was an intermittent display issue responding to a drowning patient. When powering the device on, the display remained blank except for a narrow multi-colored bar. The device was in use on a patient. The device for which this complaint file was created was not used in the effort to resuscitate the patient. After encountering the display issue, another device was used. The patient was transported to a hospital. In response to a request for further information from philips, the user could not provide further details.